Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements, high pacing thresholds and loss of capture. It was determined that this was due to the lead experiencing fracture. The device was reprogrammed in the meantime and a lead revision is being scheduled for the near future. At this time, this device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements, high pacing thresholds and loss of capture. It was determined that this was due to the lead experiencing fracture. The device was reprogrammed in the meantime and a lead revision is being scheduled for the near future. At this time, this lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was surgically abandoned and replaced. No further adverse patient effects were reported.